Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an implant procedure, it was noted that the atrial lead could not be implanted. The lead was replaced to resolve the event. The patient was stable with no adverse consequences reported and additional information has been requested but not yet available.

Manufacturer narrative:
Upon review, the atrial lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received noted that the atrial lead could not be implanted due to tortuosity of the vein. The lead was replaced to resolve the event. The patient was stable with no adverse consequences reported.